Event description:
It was reported that 7 sharps coll next gen 5.4qt red 20/pack experienced a missing lids or slide/lid clamps noted prior to use. The following information was provided by the initial reporter: material no. 305517; batch no. Unknown. Per email: reported issue: account received 7 containers without lids.

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution if repackaged by a distributor. Based on these findings, our investigation is inconclusive. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 7 sharps coll next gen 5.4qt red 20/pack experienced a missing lids or slide/lid clamps noted prior to use. The following information was provided by the initial reporter: material no. 305517, batch no. Unknown. Per email: reported issue: account received 7 containers without lids.